Manufacturer narrative:
The reported field event was verified in the laboratory. Analysis found that the cause of the hardware vvi (hwvvi) reset was due a low battery voltage. A review of the battery voltage trend data found that the device was drawing high current towards the end of the implant duration. The battery was sent to the vendor for further analysis. The analysis indicated normal battery depletion. The root cause of the high current drain remains undetermined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the emergency room with a device in hwvvi mode. The patient is fully pacer-dependent. During an attempt to retrieve the device image, there was a loss of capture and the patient almost passed out. The device was removed and sent back for analysis.